Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported that the customer believed the insulin pump was not delivering insulin due to high blood glucose levels. The customer's blood glucose was 230 mg/dl. The customer stated that she treated herself with insulin pump therapy. Troubleshooting was done. The customer expressed dehydration as a symptom of her high blood glucose. The customer further reported that she had experienced high blood glucose levels of over 600 mg/dl. The customer treated herself with a bolus. The customer had also received a no delivery alarm and that she had been using cold insulin previously. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.